Manufacturer narrative:
Other, other text: d4. UDI, d10. Device available for evaluation, h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: regulatory.responses@icumed.com. One device was received. Per visual inspection, cracked front cover, enclosure, and tank cover. Noisy pump. Per functional testing, when running, the pump was very noisy confirming the complaint. The root cause was a faulty water pump mechanism. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.

Event description:
It was reported that the device was making loud noises. Patient involvement is unknown.

Manufacturer narrative:
B3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.